Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer also stated that the insulin did not went in properly when it pulled off the cannula its bent and there was a previous sensor that it did not went in properly bent cannula. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.